Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - the DHR documentation showed no abnormalities related to the reported failure. The reported complaint was not confirmed via inspection of the unit. Evaluation found that when the unit is properly positioned and put under pressure the unit will function properly. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that on (B)(6) 2020, the mayfield headrest slipped during an unspecified procedure. The surgeon reported that the mayfield was checked upon head placement as well as prior to draping. There was no patient injury and no delay in surgery. Additional information has been requested.